Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17752039m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system , model #: m-4800-01, serial (b(4). Non biosense webster, inc. - st. Jude medical sr sheath. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac arrest and a vascular dissection requiring surgical intervention. During the procedure, the physician had difficulty inserting the non-bwi 8 french sheath. Sheath was exchanged for a st. Jude medical sr sheath without the use of fluoroscopy. At the end of the procedure, an inferior vena cava (ivc) tear was confirmed via ultrasound. At an unspecified point, the patient went into cardiac arrest. An emergency sternotomy was performed by cardiothoracic surgeons. Patient was reported to be in stable condition. Patient was already admitted to the hospital, but required additional hospitalization for surgical recovery. Patient outcome is improved. It was noted that the atrium was large. Medical history includes a lower extremity deep vein thrombosis (dvt) and stents (unspecified). Physician¿s opinion regarding the cause of the adverse event is that it was related to patient condition. Since this adverse event required medical/surgical intervention or prolonged hospitalization to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.